Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a display anomaly. It was stated that the insulin pump had a blank screen and the customer was not able to resolve the issue. The blood glucose readings were unknown. There were no significant events prior to the anomaly. The customer was advised to remove the battery, wait for 30 minutes to clean the door, and enter a new battery.